Event description:
It was reported that pump in ICU was set to deliver versed (midazolam) at 4 ml/hr. After 1 and a 1/2 hours, the nurse noticed that the bag was empty. There was no patient injury. Flow rate testing performed by the facility showed that the pump was operating as expected. The pump was tested with a different set of tubing and bag at 4 mg/hr for approximately two hours and 20 minutes. The pump indicated it infused 9.4 ml but the actual volume infused was 9.8 ml. This was the same rate as was used on the patient with midazolam. The pump tested a second time by the facility with the original tubing and bag at 4 mg/hr for two hours and 20 minutes, pumps indicated it infused 9.4 ml, but actual volume infused was 9.2 ml.

Manufacturer narrative:
(B)(4). The pump was tested by sigma for flow rate accuracy using the actual event parameters (i.e. Dep mode delivery parameters as found in history log) for a period of one hour (4 ml/hr for 4 ml) with device passing having delivered 3.91 ml. The unit was again tested at 4 ml/hr using the received IV set, with the unit passing having delivered 3.81 ml. An additional flow rate test was performed per the spectrum service manual (200 ml for 50 ml) with the device passing having delivered 49.2 ml. An additional visual inspection of the received IV set did not reveal any anomalous findings. The reported event could not be reproduced. The pump's history log was reviewed and no evidence could be found that either supports or refutes that an over-infusion had occurred. The history log shows several user inputs where the volume given parameters were reset to 0. It cannot be determined from the history log how much fluid actually remained in the IV bag when replaced, or how much fluid was in the IV bag when the user cleared volume given settings or when vtbi parameters were reset.